Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where user was hospitialized due to anterior cervical fusion. Issue not related with the eversense cgm.

Manufacturer narrative:
This case was created for documentation purpose. User was admitted to hospital for anterior cervical fusion. This is a non-device related adverse event which does not require any further investigation.